Event description:
Report of patient death after an 11 month implant duration. Patient was brought back into the hospital in 2006 with serious heart failure and ascites. Echo examination found stenosis, leaflet incarceration, regurgitation, and thickened leaflet on the valve. Device remains implanted.